Event description:
This complaint is from a literature source. The following literature cite has been reviewed: dr s.k. Bhaskar, et al. Functional analysis of proximal tibia fracture treated by hybrid external fixator. Int. J med. Pharm. Res., 6(5): 385-390, 2025 (pubmed citation not available). Objective/methods/study data: this hospital-based prospective study aimed to evaluate the efficacy of hybrid external fixator in proximal tibial fractures, focusing on outcomes, healing, biomechanics, and indigenous clamps. Between july 2023 and december 2024, a total of 30 patients (53.33% were males; with a mean age of 42.36 ± 6.67 years) were included in the study. Surgery was performed using a hybrid external fixation. This method combines ilizarov ring and ao rod fixator components with specialized clamps and rods, often supplemented by limited internal fixation. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes external fixator. Adverse event(s) and provided interventions possibly associated with unk - constructs: ex-fix (qty 1): an unknown number of patient had delayed union. Intervention not reported. An unknown number of patient had joint stiffness. Intervention not reported. An unknown number of patient had pin tract infections. Intervention not reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.